Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "ars was found leakage during puncture on the patient." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for evaluation. Visual examination of the ars did not reveal any anomalies or defects. A lab inventory introducer needle was connected to the ars to functionally test. Water was drawn and aspirated through the needle. No leaks were detected, and the assembly functioned as expected. A device history record review was performed with no relevant findings. The customer report of an ars leak could not be confirmed by complaint investigation of the returned sample. The ars passed all visual and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported "ars was found leakage during puncture on the patient."no patient harm reported. The patient's condition is reported as fine.